Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving fentanyl with an unknown concentration at 2000 mcg/day dose via an implantable pump for non-malignant pain and "other" indication. There was saline in the pump at the time of report. It had been two years since any medication had been in the pump because the pump was not relieving the patients pre-existing pain needs. This had been going on since the patient was implanted. After a while of the physician trying to adjust the settings on the pump and resolve they elected to go back to oral medications and put saline in the pump. The patient was instructed to at minimum have the saline changed out once a year if the pump wasn't due for a refill. The patient was looking for a physician to refill saline; the pump was not due for a refill yet. The patient's medical history included muscular dystrophy since they were a young child and "complex health conditions" which were present prior to pump implant. Additional information was received from a health care professional via a company representative regarding a patient who was receiving saline via an implantable pump. The patient¿s indication for use was other and non-malignant pain. The event date was (B)(6) 2017. The patient had saline in the pump when he was seen for special care and reported to the staff that he had increased effects of baclofen when he was in certain positions so they took baclofen out of the pump. The pump and catheter were explanted on (B)(6) and the nurse who reported the event was unaware of the hospital at which the explant took place, the devices would not be returned to the manufacturer as they were discarded. The devices would not be replaced in the future at the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported